Event description:
On (B)(6) 2019, a patient underwent a port placement procedure using the MRI p port isp - groshong, for an unknown medical condition. On (B)(6) 2025, a rupture in the root was confirmed when checked with a fluoroscopy device. It was also reported that the root remained in the right heart. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. One CT scan and one chest x-ray were provided for review. The CT scan dates (B)(6) 2025 demonstrates an intact port from the chest wall with the catheter attached travelling to the right ij and then into the right atrium. The chest xray dated (B)(6) 2025 does not have a port on the chest wall or evidence of a remnant of the port in the right atrium. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The catheter segment measured approximately 12.4cm in length. A complete compound break was noted to the proximal end of the distal catheter. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other region with residue throughout. Splits were noted in on the borders of both regions. Multiple kinks were noted to the proximal end of the distal catheter segment. Therefore, the investigation is confirmed for the reported fracture, material separation, migration and identified wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2019, a patient underwent a port placement procedure using the MRI p port isp - groshong, for an unknown medical condition. On (B)(6) 2025, a rupture in the root was confirmed when checked with a fluoroscopy device. It was also reported that the root remained in the right heart. The current status of the patient was unknown.